Event description:
The manufacturer received information alleging a ventilator's on/off switch was defective. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's keypad was replaced to address this issue.